Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user successfully on (B)(6) 2009. The investigation was unable to replicate the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were no ten minute manual power ups recorded in the history log. There were a significant number of manual power ups throughout the history log mainly under one minute duration. The pad-pak was also removed and re-installed on 82 occasions with the majority of the manual power ups occurring after the pad-pak was re-installed. This would suggest the user was regularly power cycling the device, however this may also indicate the beginnings of a membrane failure. The initial low battery fail occurred approximately 25 months from initial installation, this combined with the pad-pak being removed and re-installed on multiple occasions prior to this would suggest that the low battery failure occurred as a result of either the user installing a genuinely depleted pad-pak or that the pad-pak was incorrectly seated within the device housing.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.